Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: bat310647 - battery / catalog number 1650 / expiration date:31-jan-2017 / (B)(4). Product not received - product disposed. Manufacture date: 31-dec-2015. Labeled for single use?: no. (B))(4). Bat314339 - battery / catalog number 1650 / expiration date:31-jan-2017 / (B)(4). Product not received - product disposed. Manufacturer date: 31-jan-2016. Labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had power disconnect alarms and critical battery alarms. The two batteries that were associated with the alarms were removed from service. It was also noted that the controller had a loose power port connection. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power disconnect and critical battery alarms as well as a loose power port on the controller. The controller, (B)(4), was returned for evaluation. Two (2) batteries, (B)(4), were not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the controller and batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port one (1) connector. Based on an investigation conducted by the supplier, the most likely root cause of the reported loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed two (2) power disconnect alarms triggered by battery (B)(4). During the power disconnect alarms, the logs recorded a spurious safety alert word (saw) value for (B)(4). Additionally, two (2) critical battery alarms were logged involving battery (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. These observations are indicative of communication errors. Note: the controller, (B)(4), in use during the event did not have the smr upgrade. The most likely root cause of the reported alarms can be attributed to a communication errors between the controller and the batteries. An internal investigation has been opened by the supplier to address loose connector. Heartware has opened an internal investigation to address communication errors (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.